Manufacturer narrative:
This 78 year old male with a history of head & neck cancer and radiation to the neck and chest in (B)(6) 2024 most likely had pre-existing mucosal ulcerations throughout the upper gi tract related to radiation and critical illness. Any equipment placed into this patient's upper gi tract including but not limited to temporary gastric tubes, permanent gastrostomy tubes, endoscopes and the puma-g balloon catheter could cause irritation to his ulcerations and subsequent bleeding. This patient did require a blood transfusion and an endoscopic intervention. Therefore, the medical and procedural interventions required were likely due to the pug procedure, particularly a temporal relationship. Of note, the interventions performed are as likely due to the peg kit (avanos part no. 7150-20, lot no. 30289494) used to place the gastrostomy tube.

Event description:
The patient was a 78 year old male with a history of head & neck cancer with radiation to the neck and chest in (B)(6) 2024 and on the current hospital admission ventilator dependence requiring a tracheostomy. The pug procedure was completed on (B)(6) 2024 with coaptech support on-site. The proceduralist and team received a call approximately 1.5 hours after the case for bleeding. Initially they thought the source of bleeding was from the gastrostomy site but this proved to not be the case. There was a small abrasion in the oropharynx thought to be bleeding that they applied silver nitrate to, this did not stop the bleeding either. The bleeding continued to the point the patient required a transfusion, therefore a gastroenterologist was called to perform an upper endoscopy on the patient. The esophagogastroduodenoscopy (egd) study concluded that there were multiple areas of ulcerated mucosa in the esophagus. One ulceration in the lower esophagus was oozing and a clip was applied to stop the bleeding. One ulceration was found in the posterior stomach too, although not bleeding. The proceduralist did recall needing to twist and manipulate the balloon catheter during insertion but nothing beyond his normal technique. The patient had an existing dobhoff nasogastric tube (ngt) which was inserted with no concerns in orogastric tube placement. At the time of the call, the patient was stable with no active bleeding and the gi team had signed off, meaning no further treatment was necessary for the injury.